Manufacturer narrative:
This manufacturer report # sequence, 3002808486-2020-00882, was originally filed as one of two complaints for the same patient. The other complaint was reported under manufacturer report #3002808486-2019-01590. However, upon receipt of additional information filed by the patient's legal counsel, it was noted that the patient's legal counsel is only making a claim against the celect filter (captured in 3002808486-2019-01590) in the updated information. The submission of this follow-up medwatch report informs that all future submissions regarding the patient will be handled under manufacturer report #3002808486-2019-01590 unless additional information is received from the patient's legal counsel stating otherwise. Additional information: investigation. Investigation complete. All allegations against the device have been rescinded. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Additional information received for the patient reports no allegations against the cook tulip filter.

Manufacturer narrative:
Vc/organ/mesenteric/vertebral body/spine perforation, embedment, tilt allegations removed from this complaint have been submitted under manufacturer report # 3002808486-2019-01590 regarding the celect filter, lot# e3175817. H6 conclusion code(s): appropriate term/code not available (4316) was selected because there have been no new allegations against the device. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava/organ/mesenteric/vertebral body/spine perforation, embedment, and tilt are no longer being alleged. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received does not allege vc/organ/mesenteric/vertebral body/spine perforation, embedment, tilt against this device.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. PMA/510(k) k172557. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, mental anguish, stress, pain, physical limitations, shortness of breath, poor balance, worry, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that: patient allegedly received an implant on (B)(6) 2019 via the internal jugular vein due to gi bleed. Patient is alleging tilt, vena cava perforation, organ/mesenteric/vertebral body/spin perforation, embedment. Patient further alleges anxiety, mental anguish, stress, pain, physical limitations, shortness of breath, poor balance, pulmonary embolism, deep vein thrombosis, depression. On 31aug2020 additional information received for (B)(4) (FDA ref# 3002808486-2019-01590): igtcfs-65-1-uni-celect e3175817 implanted on (B)(6) 2014 due to current combo dvt/pe. The filter was successfully retrieved on (B)(6) 2018 as no longer needed. Status post ivc filter removal, filter appears intact. No evidence of ivc thrombus, normal venous anatomy. ((B)(4)). Igtcfs-65-1-jug-tulip e3804354 implanted on (B)(6) 2019 due to gi bleed. ((B)(4)) the alleged outcome attributed to the device includes the following: tilt, vena cava perforation, organ perforation - mesenteric, vertebral body, spine perforation and embedment of filter. At this point in time it is not specified which allegation belongs to which filter, so all allegations are included for both complaints ((B)(4)). Patient outcome: it is alleged that "the patient experience anxiety, mental anguish and stress about the stats of the filter and any related injuries."